Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately low compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred about one week prior to the alert date of (B)(6) 2017. The patient could not provide any of the blood glucose results obtained at this time but stated that the subject meter read consistently lower than results obtained from a hospital meter. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that around the same time the alleged inaccuracy occurred they had developed symptoms of ¿weak, couldn't stand up and hungry¿. Despite this, the patient denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.